Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, performed by flight crew technician, the cardiosave intra-aortic balloon pump (iabp) batteries are stuck inside device. There was no patient involved.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit the fse confirmed the reported issue. The fse cleaned out the batteries and the batteries bays, and was able to eject the batteries properly. The unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use.